Event description:
It was reported that the device was leaking from inside the case. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the device was received very dirty, front cover has multiple scratches, enclosure has a crack under the quick connect, water tank is cracked on top right and bottom left, printed circuit board (pcb) is broken, global display label has a dent in it, quick connect is corroded, and the pole clamp is discolored. The complaint was confirmed during functional testing when the device was found leaking. Root cause was attributed to cracks in the enclosure and in the water tank cover. What caused the cracks could not be established. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.